Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/pain.') In an adult female patient who had essure (batch no. 77440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included atypical squamous cells of undetermined significance, prolonged heavy periods, back discomfort, joint pain, leg pain and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain."), dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)."), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), skin odour abnormal ("unexplained odor"), inflammation ("inflammation") and herpes zoster ("shingles"). The patient was treated with surgery (tvh with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, allergy to metals, vaginal infection, vaginal discharge, skin odour abnormal and inflammation had resolved and the herpes zoster outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, heavy menstrual bleeding, herpes zoster, inflammation, pelvic pain, skin odour abnormal, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal. Infection., vaginal. Discharge, inflammation and pain, unexplained odor as per medical record insertion date discrepancy noted -(B)(6) 2011. Trailing coils: left-8 coils, right-8 coils. As per medical record removal date discrepancy- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result not provided. Concerning the injuries reported in this case, the following one were described in patient¿s social media: herpes zoster, lot number-77440. Most recent follow-up information incorporated above includes: on 26-apr-2021: medical record received: reporter information, lot number, expiration date, rcc and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/pain.') In an adult female patient who had essure (batch no. 77440-inv , 774400) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included atypical squamous cells of undetermined significance, prolonged heavy periods, back discomfort, joint pain, leg pain and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain."), dysmenorrhoea ("dysmennorhea (cramping"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), skin odour abnormal ("unexplained odor"), inflammation ("inflammation") and herpes zoster ("shingles"). The patient was treated with surgery (tvh with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, allergy to metals, vaginal infection, vaginal discharge, skin odour abnormal and inflammation had resolved and the herpes zoster outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, heavy menstrual bleeding, herpes zoster, inflammation, pelvic pain, skin odor abnormal, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal. Infection., vaginal. Discharge, inflammation and pain, unexplained odor as per medical record insertion date discrepancy noted: (B)(6) 2011. Trailing coils: left-8 coils, right-8 coils. As per medical record removal date discrepancy: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2011: result not provided. Concerning the injuries reported in this case, the following one were described in patient¿s social media: herpes zoster. Lot number (77440) is invalid. Lot number: 774400. Manufacturing date: 2010-09. Expiration date: 2013-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/pain.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain."), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), skin odour abnormal ("unexplained odor"), inflammation ("inflammation") and herpes zoster ("shingles"). The patient was treated with surgery ((B)(6) 2018 hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, vaginal infection, vaginal discharge, skin odour abnormal and inflammation had resolved and the herpes zoster outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, herpes zoster, inflammation, menorrhagia, pelvic pain, skin odour abnormal, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal. Infection., vaginal. Discharge, inflammation and pain, unexplained odor. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result not provided. Concerning the injuries reported in this case, the following one were described in patient¿s social media: herpes zoster. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received : reporter information was added. New event " shingles" was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/pain.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain."), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), skin odour abnormal ("unexplained odor") and inflammation ("inflammation"). The patient was treated with surgery ((B)(6) 2018 hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, vaginal infection, vaginal discharge, skin odour abnormal and inflammation had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, inflammation, menorrhagia, pelvic pain, skin odour abnormal, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal. Infection., vaginal. Discharge, inflammation and pain, unexplained odor diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events " dysmennorhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal. Infection., vaginal. Discharge, inflammation and pain, unexplained odor" were added. Outcome of events "pain, bleeding, allergy, bladder /urinary, other" were updated as recovered. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.